Event description:
Opta pro balloon ruptured causing an additional procedure on the patient. During ruptured balloon removal attempts, the most distal portion of the balloon could not be removed and remained in an intravascular location still positioned over the guidewire in place. Multiple attempts of removal were made however unsuccessful. With the existing left common femoral sheath, it was accessed and a guidewire was advanced to the abdominal aorta as well. This was followed by the advancement of a snare. The wire through the right common femoral arterial puncture was grasped and pulled out through the left groin sheath. Through this wire the fragment of the ruptured balloon was pushed with a vascular dilator and sheath through the left iliac system and subsequently exteriorized through the left groin.